Manufacturer narrative:
(B)(4). Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unable to perform displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Due to critical pump error alarm noted. Unable to verify hardware low level failures alarm due to critical pump error alarm noted.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error. Customer stated they were able to clear the alarm and were able to complete rewind. Customer stated that insulin pump did passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.